Event description:
Malfunctioning ipp. Operative report states, "...it was cycled and found to pump well at first and then became very difficult to pump inordinately so. At this point it was felt best that pump could be the issue and the prosthesis was 7 years old so it was best to replace the entire prosthesis."